Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with stenosis of the inferior vena cava (ivc) and caval thrombosis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc stenosis, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc stenosis, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per medical records: the patient is reported to have had a history of coronary bypass grafting and coronary stenting. The patient is also noted to have a ¿bad hip¿ and had been scheduled for a left hip replacement. It appears that prior to this surgery, the patient developed a left dvt, pe and renal infarction due to a paradoxical embolus. Diagnostic testing further revealed a large patent foramen ovale bordering on an atrial septal defect with a markedly positive bubble study. The indication for the filter placement was reported to be the patient¿s high risk for recurrent pe in the setting of planned atrial septal defect and hip surgeries. The patient underwent left heart catheterization followed by percutaneous closure of the atrial septal defect. This was then followed by the implantation of a trapease vena cava filter via the right femoral vein. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 3 years post implantation. The patient reports the filter was associated with blood clots, clotting and/or occlusion of the ivc. The filter is also reported to have become clogged, with extreme swelling and pain of the lower extremities, pelvic and scrotum. The patient further reported mental anguish, emotional distress and fear associated with the filter.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth), section a4 (patient weight), section b3 (event date), section b4 (event description), section b7 (relevant medical history), section d1 (brand name), section d4 (model, catalog, lot number, expiration date, and UDI number), section g4 (date received by the manufacturer), section h4 (manufacturing date), section h6 (evaluation codes: additional patient codes for occlusion and clotting/coagulopathy). Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The patient is reported to have had a history of coronary bypass grafting and coronary stenting. The patient is also noted to have a ¿bad hip¿ and had been scheduled for a left hip replacement. It appears that prior to this surgery, the patient developed a left deep vein thrombosis (dvt), pe (pulmonary embolism (pe) and renal infarction due to a paradoxical embolus. Diagnostic testing further revealed a large patent foramen ovale bordering on an atrial septal defect with a markedly positive bubble study. The indication for the filter placement was reported to be the patient¿s high risk for recurrent pe in the setting of planned atrial septal defect and hip surgeries. The patient underwent left heart catheterization followed by percutaneous closure of the atrial septal defect. This was then followed by the implantation of a trapease vena cava filter via the right femoral vein. Approximately three years after the implantation, the patient became aware that the filter was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The filter is also reported to have become clogged and stenosed, with caval thrombosis, with extreme swelling and pain of the lower extremities, pelvis and scrotum. The patient further reported mental anguish, emotional distress and fear associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain and swelling experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.